Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6). Device evaluated by MFR. : returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon folds were still tightly folded and there is no fluids inside the inflation lumen. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported rupture.

Event description:
It was reported that balloon rupture occurred. A 5.0mmx60mmx135cm (4f) fg sterling balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.

Event description:
It was reported that balloon rupture occurred. A 5.0mmx60mmx135cm (4f) fg sterling balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6).